Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during a procedure, as the surgeon was inserting the teflon ball tip fiber through the black nipple on the semi-rigid scope, the laser fiber broke. The broken fiber was removed from the sterile field, and another laser fiber was opened. The intended procedure was completed with no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide the device evaluation results and additional investigation from the legal manufacturer. The device evaluation found the device connector does not have any visual physical defects. The fiber shaft does not have any visual defects (no kinks, breaks or nicks). There is no distal tip on the laser fiber and there is no evidence of burn-back (discoloration, burning). Based on the results of the investigation, the definitive root cause of the fiber breaking when inserting it through a rigid scope could not be confirmed. However, it is likely from mishandling of the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. A definitive root cause of the fiber breaking when inserting it through a rigid scope could not be confirmed. However, it¿s likely the broken laser fiber was due to user error. The following is included in the instructions for use: ¿do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual). Care must be taken to avoid exceeding the minimum bend radius of fibers. Always check the laser aiming beam at the tip of the fiber before delivering high energies or damage to the endoscope may result. P3" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. See updated section b5.

Event description:
Additional information was received from the customer. The procedure performed was therapeutic ureteroscopy with stone removal. The patient was under general anesthesia, with a couple of minutes' delay while the replacement device was retrieved and opened to the sterile field. The intended procedure was completed successfully. The laser fiber was opened to the sterile field by the surgical tech and was immediately given to the surgeon to put through a rubber nipple on the scope and insert it into the ureter. The surgeon noticed that the tip was not correct before inserting it into the nipple on the scope.